Manufacturer narrative:
No patient involvement reported. Device history records review was completed for part # 03.610.602, lot # 1783496. Manufacturing location: (B)(4), manufacturing date: jan 23, 2008. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the sales consultant was inspecting his field equipment, he noticed an issue with two (2) self-retaining screw drivers. On the first screwdriver, the four (4) prongs on the end were found to be bent/malformed. For the second device, three (3) of the prongs were found to bent/malformed and the fourth prong was missing. It is unknown when the issue with the devices occurred. There was no surgical or patient involvement. This report is for one (1) self retaining screwdriver for quick lock screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturing evaluation results are as follows. It was reported that two self-retaining screwdrivers for quick lock screws (03.610.602) were found to be damaged during field equipment inspection. Both devices were found to have deformed/bent distal prongs and one prong was broken and missing from one of the drivers; no reported patient or surgical involvement. The returned instruments were examined and the compliant conditions were able to be confirmed as the prongs on both distal tips were found to be deformed and one prong was broken and missing. A definitive root cause was unable to be determined however the complaint condition is consistent with wear and tear and/or improper technique. The complaint condition was unable to be replicated as a result of the post-manufacturing damage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.